Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2017 due to low blood glucose levels. Blood glucose at the time of the admission was 45 mg/dl. Customer states that before hospitalization, his blood glucose level after he ate lunch was 300 mg/dl and he was blousing based on that value. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.